Event description:
Brand: mckesson prevent sg safety hypodermic needles glide 23g x1in pack of 50. Lot # 2229717, exp: 07/31/2027, MFR# 192-n251s. When trying to administer a vaccine, it would not push through the needle into the arm. Other needles out of this lot/box would not draw up the immunization or medication. Staff had to replace the needles with a new one.